Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker provided the customer with a repair quote; however, no response has been received. The device was not returned to stryker for evaluation. The root cause could not be established.